Event description:
The user facility reported a 54-year-old male patient was implanted with an impella cp device for mechanical circulatory support. During support, it was noted that the utilized aic displayed a controller error alarm. The specified issue found during a daily inspection of the console was noted to be an optical sensor problem. However, upon a follow up evaluation of the returned device, it was discovered that the cause of the overarching issue was a defective pbm board. There was no noted harm resulting from the failure.

Manufacturer narrative:
The device was returned and an evaluation was completed. Upon conclusion of the investigation, it was determined that the controller error alarm was caused by a loss of communication to the epm due to a loss of power from the pbm board. Should additional relevant information become available, a supplemental report will be submitted.